Event description:
It was reported that the right ventricular (rv) lead was capped. Upon follow up it was found that the rv lead had high pacing threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID ksr903, implantable pulse generator (ipg), implanted: (B)(6) 2005. (B)(4).